Event description:
The article "atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment" was reviewed. The article presented a case study, to evaluate prevalence, anatomical features and transcatheter treatment of atrial fistulas in a large cohort of patients submitted to percutaneous closure of cardiac right to left shunt (rls) sites related to paradoxical embolism. On an unknown date 9 years prior, an unknown 25mm amplatzer patent foramen ovale (pfo) occluder was implanted. After closure, patient was experiencing recurrent cryptogenic stroke. Severe residual shunt was observed so a re-do procedure was performed. A amplatzer duct occluder (ado) ii 5-4mm and a non-abbott ceraflex pfo occluder 18/25 was then implanted. The article concluded that this study provides new perspectives in diagnostic framework of persistent or recurrent paradoxical embolic events after a seemingly successful pfo closure, by highlighting atrial fistulas as potential culprits in these cases.. [The primary author and corresponding author was (B)(6) at ospedale pasquinucci, massa carrara, italy with corresponding email (B)(4). The time frame of the study was january 2017 to december 2024. No comorbidities were provided.

Manufacturer narrative:
Summarized patient outcomes/complications of atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment were reported in a research article in a subject population. No comorbidities were provided. One of the complication reported was stroke; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: atrial fistulas as unusual cause of paradoxical embolism: prevalence and percutaneous treatment.